Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2015. The initial reported event of hrns episodes with noise was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high rate non-sustained episodes with noise. The lead had high increasing pacing impedance and unstable pacing thresholds. The lead was cut, partially removed and capped. A new lead was implanted. No patient complications have been reported as a result of this event.